Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a total knee surgical procedure on unknown date and topical skin adhesive was used along with staples on incision. Twelve to fourteen days following the procedure, the patient developed a skin reaction that was impetigo-like and with red and crusting pus. The doctor opined that reaction did not occur until staples were removed. The patient was okay following the treatment with triple antibiotic cream. Additional information has been requested.